Event description:
It was reported that a pt experienced an infection. The pt was feeling lethargic, pain, low grade fever, and discomfort in her buttock/legs after her implant surgery. Three and a half weeks later, the pt developed "a huge staph infection" where the pig and leads were at. The pt had "a huge hold (2in wide and 1in deep) in the buttock. It took four weeks to heal from the inside out. The pt was in extreme pain, agony and had a return of symptoms." Further info is being requested from the hcp.

Manufacturer narrative:
.